Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This is a correction to the evaluation codes. (B)(4).

Manufacturer narrative:
(B)(4). One endobronchial tube was received for investigation. Visual inspection was performed and observed no anomalies. Both cuffs were inflated and deflated without issue. The unit was leak tested under water and no leaks were detected. The customer reported malfunction was not confirmed, and no anomalies were found on the returned sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode.

Event description:
A report was received stating an endobronchial cuff did not deflate as it was intended. There was no patient involvement. There is no death or serious injury associated with this event.